Event description:
It was reported by a nurse that a vns pt was seen in the hospital due to an increase in seizures. The nurse indicated the pt's vns needed replacement. A battery life calculation was performed and indicated the pt's vns was .56 years until eos=no with settings provided by a company representative (3.0/30/250/14/.8 and eri=no.) Additional information from a company representative indicated the pt underwent generator replacement surgery due to implant longevity. Good faith attempts to obtain additional information along with the explanted generator have been unsuccessful to date. At the moment, the relationship of the pt's increase in seizures to vns therapy is unk.